Event description:
It was reported that the right ventricular lead exhibited low impedance and loss of capture due to lead fracture. The lead was capped and replaced. No patient symptoms were reported.